Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced the low blood glucose of 40 mg/dl and doctor had taken her pump away from her. The customer was overdosed and they were in the nursing home. The customer¿s husband declined the low blood glucose troubleshoot. The devices will not be returned for the analysis. Updated summary: the customer was not using auto mode at the time of the incident per the customer's doctor's office. The customer had low symptoms such as being unresponsive. The customer's blood glucose was 70 mg/dl at the time of hospitalization. The customer was given glucagon to treat the low. The caller stated the customer had been getting forgetful recently. The pump was donated to the doctor's office. 2nd updated summary: the customer's spouse called and stated that the customer was no longer on the pump. The caller stated the customer was using the pump in manual mode and it over delivered. The customer has been in a nursing home since the incident.